Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator was failing to produce low voltage output. It was identified to be cause by the pacing threshold resetting due to capture confirm being programmed "on." No intervention was performed. The patient's condition was unknown.